Event description:
This defibrillator was returned for evaluation with 3 expired laerdal batteries. Each of the 4 items had a service tag from this customer with a label tagged "attention pcf". The tags are dated 06/14/00 so that is presumed to be the incident date. The pcf label is an indication of patient involvement. No actual incident or patient information was given and no complaint was made about the operation of this defibrillator.